Event description:
Og (orogastric (og) tube) caused posterior pharynx perforation leading to pneumomediastinum. Patient born via c-section. Admitted to nicu and og was inserted by rn. Met resistance and unable to advance. Smaller og was inserted to 10 cm by another rn but unable to be advanced further. On chest x-ray, mediastinal air and air tracking up to neck seen. Ent performed evaluation with camera, demonstrating og perforated through posterior pharynx. Og was removed. Per note from medical director: this was a patient with high risk for cardiopulmonary demise based on perinatal circumstances of early and prolonged preterm rupture of membranes. Although the esophageal perforation did result in pneumomediastinum, the chest x-rays demonstrated no appreciable lung expansion despite maximal ventilator support. This infant's care was redirected as a result of the latter, and I do not believe the og perforation contributed significantly to the death.